Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 32x3.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a 3.5 6fr guide catheter was placed, a pt2 guidewire was advanced to cross the lesion. Following predilation with a 3.5x15 quantum¿ balloon catheter, a 3.50x32mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, during the procedure, the physician noted that the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).